Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn and lot provided by the customer. The device has a kink at the distal section while in the neutral position at 5cm from the tip. In addition the device has a char in the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable upon analysis completed on (B)(4) 2014. The lesion being treated was located in the isthmus. While using a blazer prime¿ xp ablation catheter it was noted that the tip was kinked. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Device analysis found char on the tip.